Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker¿s longevity increased from showing less than six months remaining to now showing 18 months remaining in-between follow-ups appointments. Boston scientific technical services discussed the battery status behavior of the device with the physician. There was no allegation made against the pacemaker and it continues to remain implanted and in service. No adverse patient effects were reported.